Event description:
It was reported that the patient experienced confusion, sleepiness ,slurred speech, increased blood pressure and increased pulse following a refill. The cause of the event was unknown. The patient was monitored in the health care provider (hcp) office, then transported to the emergency room (ER); was monitored at the ER, and was released when their symptoms decreased. It was noted that before the patient went to the ER, their symptoms had decreased. The patient outcome was stated as "no injury". The pump was being used to deliver fentanyl, bupivacaine, baclofen, and dilaudid. It was later reported that the report was for side effects of overdose symptoms after the refill, and it was noted that there were no pocket fills because they checked for that first. It was then believed it had to do with the manufacturer¿s refill needles. It was noted by the reporter that they switched refill kits to one with an all-metal needle and since then have not had any more occurrences like this.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) didn't have time to provide specific patient, event or device information regarding the refill events. It was noted the hcp's clinic managed "about" two hundred pumps, doing seventy to eighty refills per month. The hcp confirmed he does not use the medtronic needles for refills and prefers to use an all metal needle. The hcp reportedly felt the refill kit was sub-standard, the needle was "flimsy" and felt that his patients have "subcutaneous absorption" when the needle is being removed from the pump/patient. It was noted the hcp would like a "better" two inch steel needle and a lower price. It was later reported that the hcp wanted all metal needles included with his refill kits or a large pack of refill templates to use with another company's refill kit. Currently, the hcp had to use two separate kits for each refill so as to get an all metal needle as well as the refill template. It was noted the metal needle the hcp was using from another company was similar to the metal hub needle that is included in the pump package.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8551; product type accessory. (B)(4).